Event description:
A ventilator was evaluated by a field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the field service engineer, "service required" codes were found in the ventilator's downloaded error log. The device's power management board, oxygen blending module board and sensor board were replaced to address the issues.